Event description:
The physician used the gdc 10-soft 2d sr 2-diameter stretch resistant synerg detection circuit and it placed ok, but it detached without any signal. When the physician tried pulling the pusher wire out, it got stuck in the catheter. No complications occurred with the patient during this event.